Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a novel cardiac rhythm system implant. During the procedure, the stylet failed to be removed from the novel left ventricular lead and the lead could not be implanted. An alternate lead was successfully implanted on (B)(6) 2020. The patient was stable.